Event description:
Same case as #6000093-2005-00752. It was reported that 52 days after a drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). Lesion 1 was a 3.5mm, 95% stenosed saphenous vein graft to the right posterior descending artery (r-pda), with instent restenosis. The physician treated the lesion with predilation and successfully placing two taxus express2 8.8% 3.50x 32mm and 3.50 x 16mm drug eluting stents in the target lesion with a 2mm overlap. The pt was discharged the next day on plavix and aspirin. Fifty two days after the procedure, the pt experienced an anterior q-wave mi, as evidenced by elevated cardiac enzymes. The pt was discharged with resolution of the event.

Event description:
It was further reported that target lesion 1 was located in the mid portion of the svg to r-pda with 80% stenosis and was 25mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.5 x 32mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis. Target lesion 2 was located in the proximal portion of the svg to r-pda with 90% stenosis and was 12mm long with reference vessel diameter of 3.55mm. Target lesion 2 was treated with direct placement (within a previous placed stent) of a 3.5 x 16mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis. There was a 2mm overlap between the taxus stents. Post-dilation was performed to the overlapping stents, with 0% residual stenosis and a timi 3 flow. The pt presented to the emergency room with complaints of extreme difficulty breathing and 10/10 chest pain 52 days after the procedure. The pt was treated with continuous positive airway pressure (CPAP), nitorglycerin, aspirin and morphine. The pt was admitted it ICU for further evaluation and medical treatment. ECG showed "nsr with new significant st-t wave depression, compared to most recent ect", chest x-ray showed "significant chf and cardiomegaly". The pt was treated with IV lasiz, lovenox, and IV nitroglycerin. Plavix was held while in the ICU. Cardiac enzymes were elevated but did not meet guideline definition of myocardial infarction (mi). Site reports mi based upon elevated troponin levels and ECG changes. It was noted that the patient had gross hematuria from an indwelling foley catheter. The patient had a drop in hemoglobin and hematocrit requiring 2 units of prbcs. A cystoscopy was performed 12 days later with no findings. A urinalysis revealed a urinary tract infection and the patient was started on keflex. The patient remained stable and was discharged 12 days after admission to hospice care on continued asa and plavix therapy. In the opionion of the physician the relationship of the mi to the taxus stent is unknown.